Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: spinal stenosis l4-5, degenerative instability status post previous l5-s1 decompression and fusion done by another surgeon with chronic bowel and bladder incontinence. Procedure: l4-5 bilateral laminectomy partial medial facetectomy, foraminotomies of the l4 and l5 roots the l5 procedure being a bilateral revision. L4-5 transforaminal lumbar interbody fusion, anterior and posterior fusion through a single posterior approach. L4-5 posterior spinal fusion. L4-5 posterior spinal instrumentation biomet polaris. Ebi esl polyetheretherketone cage x 1 l4-5. Local autograft bone, bone morphogenic protein. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.